Event description:
It was reported that the patient presented pain, impossibility to urinate and pus from the urethra. The patient was hospitalized, intravenous antibiotics were applied for 5 days, and a urethral catheter was placed to enable urine flow. Ultimately, the patient was operated, a penoscrotal incision was made and it was noticed that the cylinder had perforated the urethra, a lot of pus was observed in the right cavernosal body. Therefore, the device was removed, the area was washed out with antibiotics and drained the scrotum. Sutures were made on the albuginea on the right side to close the defect. A catheter was left in the urethra for 9 days. The physician believes that diabetes first type was a contributor of the urethral perforation. The event was resolved and the patient had a stable outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: based on the information available, product analysis confirmed that the device performed within specification and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ipp implant procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested; no leak was found. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of infection, perforation, ureter/urethra, urinary retention, and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented pain, impossibility to urinate and pus from the urethra. The patient was hospitalized, intravenous antibiotics were applied for 5 days, and a urethral catheter was placed to enable urine flow. Ultimately, the patient was operated, a penoscrotal incision was made and it was noticed that the cylinder had perforated the urethra, a lot of pus was observed in the right cavernosal body. Therefore, the device was removed, the area was washed out with antibiotics and drained the scrotum. Sutures were made on the albuginea on the right side to close the defect. A catheter was left in the urethra for 9 days. The physician believes that diabetes first type was a contributor of the urethral perforation. The event was resolved and the patient had a stable outcome. It was further reported that the patient underwent a re-implant surgery on august 23rd, 2021. New pump and cylinder were implanted.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented pain, impossibility to urinate and pus from the urethra. The patient was hospitalized, intravenous antibiotics were applied for 5 days, and a urethral catheter was placed to enable urine flow. Ultimately, the patient was operated, a penoscrotal incision was made and it was noticed that the cylinder had perforated the urethra, a lot of pus was observed in the right cavernosal body. Therefore, the device was removed, the area was washed out with antibiotics and drained the scrotum. Sutures were made on the albuginea on the right side to close the defect. A catheter was left in the urethra for 9 days. The event was resolved and the patient had a stable outcome.